Event description:
It was reported, during an implant procedure, oversensing through the device was observed. Of note, there was not oversensing through the analyzer. Consequently, this device was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4)evaluation summary (B) (4): no anomalies were found. However, visual analysis revealed grommet damage.